Event description:
It was reported that the patient with this pacemaker had an abrupt increase in heart rate where it reached 145 beats per minute after bending over to put items in a bag. It was noted that this patient was an avid cyclist and prior to device interrogation they used a stationary bike with no complications. After lowering the patient's response factor (rf) their heart rate improved. Technical services (ts) discussed that this could be due to minute ventilation (mv) programming setup and recommended possible changes to test. No additional adverse patient effects were reported. This pacemaker remains in service.